Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
((B)(6) 2014) it was reported that the patient had a gradual loss of therapeutic effect and had troubles with stimulation. A month prior to the report she noticed symptom return, so changed to program 3 and increased to 2.7. It felt strong and she felt pain in her vagina on occasion, but she left it that way. In the past month she was running to the bathroom constantly and used pads six times per day. It was a return of her leaking and urge symptoms. Her symptoms seemed to have gotten worse since adjusting stimulation. On the day of the report the patient changed to program 1 and decreased to 2.2, but was not feeling stimulation. She had not had any events, traumas, or falls recently. She was going to call her nurse tomorrow to discuss how things were after the adjustment. ((B)(6) 2014) it was later reported that the patient noted no stimulation sensation and never having therapeutic effect. The patient was having issues using the remote to make an adjustment. The patient was on program 1 at 2.0. At 2.3 the patient was feeling a pulsing vibration that was too strong in her pelvis. The patient had not been feeling stimulation. The patient felt stimulation when she uses the programmer to make an adjustment and then the sensation goes away. Since implant the patient's condition had not changed and she had not had symptom reduction. The patient was still running to the bathroom a lot and going through a lot of pads. The patient was having unrelated eye surgery on thursday, (B)(6) 2014. The patient asked how to turn the stimulation off for the procedure. The patient used the programmer during the call and confirmed she was on program 4 at 2.8. The patient wanted to be on program 1 at 2.3. The patient confirmed the device was on. The patient used the programmer to move to program 1 at 2.3. The patient was not feeling stimulation on program 1 at 2.3. The patient moved to program 3 at 2.3 and was not feeling stimulation. The patient tried to increase and the stimulation was off. She turned the stimulation on and felt a little pulsing. The patient will leave her device set at program 3 at 2.3. Additional information was received. The patient reported that ¿nothing was working¿ and that the interstim was not working since day one ((B)(6) 2014). The patient also reported that they went to a cardiologist on (B)(6) 2017 to get an EKG, but the implant ¿messed up¿ the EKG. The patient had thought the device was off, but after troubleshooting, realized that the device was on.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient had a gradual loss of therapeutic effect and had troubles with stimulation. A month prior to the report she noticed symptom return, so changed to program 3 and increased to 2.7. It felt strong and she felt pain in her vagina on occasion, but she left it that way. In the past month she was running to the bathroom constantly and used pads six times per day. It was a return of her leaking and urge symptoms. Her symptoms seemed to have gotten worse since adjusting stimulation. On the day of the report the patient changed to program 1 and decreased to 2.2, but was not feeling stimulation. She had not had any events, traumas, or falls recently. She was going to call her nurse tomorrow to discuss how things were after the adjustment. It was later reported that the patient noted no stimulation sensation and never having therapeutic effect. The patient was having issues using the remote to make an adjustment. The patient was on program 1 at 2.0. At 2.3 the patient was feeling a pulsing vibration that was too strong in her pelvis. The patient had not been feeling stimulation. The patient felt stimulation when she uses the programmer to make an adjustment and then the sensation goes away. Since implant the patient's condition had not changed and she had not had symptom reduction. The patient was still running to the bathroom a lot and going through a lot of pads. The patient was having unrelated eye surgery on thursday, (B)(6) 2014. The patient asked how to turn the stimulation off for the procedure. The patient used the programmer during the call and confirmed she was on program 4 at 2.8. The patient wanted to be on program 1 at 2.3. The patient confirmed the device was on. The patient used the programmer to move to program 1 at 2.3. The patient was not feeling stimulation on program 1 at 2.3. The patient moved to program 3 at 2.3 and was not feeling stimulation. The patient tried to increase and the stimulation was off. She turned the stimulation on and felt a little pulsing. The patient will leave her device set at program 3 at 2.3. Additional information was received. The patient reported that ¿nothing was working¿ and that the interstim was not working since day one ((B)(6) 2014). The patient also reported that they went to a cardiologist on (B)(6) 2017 to get an EKG, but the implant ¿messed up¿ the EKG. The patient had thought the device was off, but after troubleshooting, realized that the device was on.